Event description:
Consumer reported no insulin flow when taking injection. Stated, she does not prime before attempting injection. Lot: 3101694 catalog: 320555 date of event: unknown samples: yes cl.

Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Root cause cannot be confirmed as embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.